Manufacturer narrative:
A patient identifier not available from the site. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The representative could not duplicate the issue. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion procedure the image acquisition system (ias) on the imaging system could not complete motion calibration. The site took the initial spin as expected and removed the imaging system from the room, then brought it back in for confirmation. It was noted at this time that the motion calibration message had appeared. It was unknown if the system had been shut down between scans. The gantry would move up, but then would not continue. The site switched to a c-arm to finish the procedure. There was a reported delay of 10 minutes due to this issue and no impact on the patient outcome.